Event description:
The child rec'd the shunt in 1994. Up until june 1998, the only complication with the shunt system was a blocked peritoneal catheter. In june 1998 the child's condition worsened and several attempts were made. The valve was explanted on july 1, 1998, due to the failure of the reprogramming feature. In addition, when the device was removed the surgeon noted that the synthetic ruby ball of the outlet valve was out of place.